Event description:
It was reported that during a left abdominal drainage procedure the suture remained in the pt following catheter removal. The flexima drainage catheter was being removed from the pt. After cutting the end of the catheter, the catheter was removed from the pt leaving the suture behind. The physician successfully removed the suture with forceps with no harm to the pt. The pt was reported to be okay post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.